Event description:
It was reported the patient presented to the ER after receiving shocks. Device interrogation revealed multiple inappropriate shocks for rapid heart rate. Device remains implanted and patient will be scheduled for follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.